Event description:
It was reported that the patient presented in the operating room for an implant procedure. When the physician was suturing down the left ventricular lead and he felt that the insulation breached. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.